Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg lowest at 46 mg/dl). The customer slipped on the steps and scratched their arm. The customer had not made the correct basal setting adjustments and was a suspected cause low bg. Juice and carbohydrates were consumed to address low bg.